Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument and two stapler reloads associated with this complaint and completed investigations. The failure analysis findings are as follows for the sureform 60 stapler (part# 480460-07, lot# l10190403- 0406) instrument: the reported complaint was confirmed, but not replicated. Failure analysis identified two firing failures based on a log review, which corresponds with the customer reported complaint. However, the firing failure was not replicated during in-house testing. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaws opened and closed properly, and the instrument successfully clamped, fired, and unclamped. No firing issues were observed during testing. The failure analysis findings are as follows for the white sureform 60 reload (part# 48360w-08): the reported complaint was confirmed/verified based on the device evaluation. The reload was returned with the knife exposed within the knife track, which is indicative of a partial fire. No damage was found to the cartridge and the reload was disassembled in-house for further inspection and no knife damage was observed. The logs were reviewed and it was noted that the partial fire occurred at approximately 54% completion. The failure analysis findings are as follows for the blue sureform 60 reload (part# 48360b-08): the reported complaint was confirmed/verified based on the device evaluation. The reload was returned with the knife exposed within the knife track, which is indicative of a partial fire. No damage was found to the cartridge and the reload was disassembled in-house for further inspection and no knife damage was observed. The logs were reviewed and it was noted that the partial fire occurred at approximately 70% completion. The logs indicate that the sureform 60 stapler instrument fired 4 reloads (2 green followed by 1 white, followed by 1 blue). The first two firings (green) were completed per the logs with no pauses for compression. The next firing (white) resulted in a "tissue too thick to continue" firing failure at 54% completion. There were multiple pauses for compression during this firing based on fire duration time. The 4th firing (blue) also resulted in a "tissue too thick to continue" firing failure at 70% completion. There appears to have been one pause for compression during this firing based on fire duration time. None of the firings were preceded by incomplete clamps. This complaint is being reported due to the following conclusion: during a da vinci-assisted left colon resection surgical procedure, a firing failure occurred when the surgeon attempted to fire a white and a blue sureform 60 reload with a sureform 60 stapler instrument. Additional tissue was excised as a result of the inability to complete the two sureform 60 reload fires. Refer to medwatch report (MDR) with patient identifier #(B)(4) for MDR submission of the same event logged against the white sureform 60 reload.

Event description:
On 12-nov-2020, intuitive surgical, inc. (Isi) received FDA voluntary report #mw5096362 with the following event description: "left colon resection, doctor attempted a reanastomosis of the colon with a sureform davinci xi 60mm stapler. Upon firing the stapler, it never recognized that the tissue was too thick to cut. It cut the tissue halfway and stopped. The csfa reloaded the stapler and the surgeon attempted once more and it failed again. We had to get a new stapler and a new load. He cut out the colon which was damaged, and performed a successful reanastomosis with the new stapler and load. FDA safety report ID# (B)(4)." On 17-nov-2020, isi contacted the site¿s risk manager and obtained the following additional information regarding the reported event: the risk manager obtained the information from the surgeon and the operative notes: the patient was a (B)(6) female non-hispanic patient, with a history of hypertension, diabetes mellitus, colon cancer, had a diagnostic test of colonoscopy. It was reported that during a da vinci-assisted left colon resection surgical procedure, on the 3rd fire, the surgeon fired on the descending colon to create an anastomosis using a sureform 60 stapler instrument with a white sureform reload installed on it. The surgeon reportedly clamped down with no issues. When the firing sequence started and the tissue was cut halfway, the system generated a "tissue too thick to continue" message. The surgeon unclamped the sureform 60 stapler instrument, and used a blue sureform 60 reload. However, the same stapling issue occurred. Then the surgeon swapped the sureform 60 stapler instrument to a backup sureform 60 stapler instrument, installed a green sureform 60 reload and completed the anastomosis. The surgeon excised a small portion of the bowel, the part he had attempted to staple with the white and blue sureform 60 reloads. Although the risk manager stated that the surgeon had mentioned to her about the small bowel resection, she confirmed that the operative notes did not have documentation of bowel excision. It was confirmed that did not change the procedure outcome. The following were confirmed: there was no buttress material used, no video recording or photographic images, and no clamping or compression issues were reported. The patient is reported to have recovered well with no post-operative complications.